Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge fully and would not hold a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge fully and would not hold a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.